Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 534 mg/dl. The customer stated blood glucose was high due to unknown reason. Customer stated gave herself insulin and disconnected from the insulin pump. Customer stated blood glucose was coming down. Customer's blood glucose now was 400 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).